Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of hyphema post-op and removed stent; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A physician reported that following a stent implantation procedure, the patient experienced persistent hyphema. Subsequently, the patient underwent a secondary surgery to wash out the blood from the anterior chamber. Due to the continued presence of hyphema, the surgeon decided to remove the stent. The patient reportedly recovered well after the stent removal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).